Manufacturer narrative:
(B)(4). Sent 5/29/2019. Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open hepatectomy on the third fire with a white reload the surgeon notice that the staples deployed and formed at the distal and proximal end but not in the middle. There was some oozing, the surgeon over sewed to correct this. The procedure was delayed by five minutes. The procedure was completed with no patient consequences.